Event description:
Caller reported being unable to clear error message; button did not function. No adverse event reported. Requested return of the alleged pump for evaluation; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.